Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed that a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There was no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was not required. Furthermore, the event was not reportable in an eea/great britain country, then bsc was not responsible for training with no new hazard was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental report is being filed to correct the b5: description of the event; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this rv lead was part of the system revision due to pocket erosion and infection. Reportedly, the procedure was performed due to a small hole and pocket area was red at the suture site. The boston scientific technical services (ts) confirmed that the laboratory results came back fine. The implant pocket was reopened and then closed tightly. No adverse patient effects were reported. The rv lead remains implanted. Additional information indicated that the system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this rv lead was part of the system revision due to pocket erosion and infection. Reportedly, the procedure was performed due to a small hole and pocket area was red at the suture site. The boston scientific technical services (ts) confirmed that the laboratory results came back fine. The implant pocket was reopened and then closed tightly. No adverse patient effects were reported. The rv lead remains implanted. Additional information indicated that the system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this rv lead was part of the system revision due to pocket erosion and infection. Reportedly, the procedure was performed due to a small hole and pocket area was red at the suture site. The boston scientific technical services (ts) confirmed that the laboratory results came back fine. The implant pocket was reopened and then closed tightly. No adverse patient effects were reported. The rv lead remains implanted.